Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to a graft insertion to the hepatic artery interventional procedure. Reportedly, the sheath was upsized to a 12f and the graft insertion to the hepatic artery procedure was completed. After the procedure, the suture of the proglide device pulled out. It was because the patient's body was so big that the suture was unable to reach the vessel. The other proglide suture was also unable to achieve hemostasis even though the suture was tightened after removal of the sheath. A surgical cut down was performed. The knot of the proglide suture was found at subcutaneous adipose tissue, which means it was unable to reach the vessel. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.